Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) turned off when the pt walked through a theft detector or security gate system. The pt tried to turn the ins on, and then experienced overstimulation and shocking from one ins. The pt was unable to turn the ins off with the pt programmer and received a power on reset message. The control magnet was not working also. Additional info has been requested, a f/u report will be sent if additional info becomes available.